Event description:
On (B)(6) 2009, patient implant of a (B)(4) bifurcated device and a (B)(4) proximal extension. Endologix was made aware on (B)(4) 2010 that the patient had devices explanted. Date and cause is unknown at this time; awaiting more detail from hospital.

Manufacturer narrative:
Awaiting additional information from hospital for date of event and date of explant. Review of lot records/work orders, prior reports. No issues were noted. Awaiting additional information from hospital regarding date and cause of explant. No conclusion can be drawn at this time.